Event description:
A non-healthcare professional reported that, a fiber embedded inside the intraocular lens (iol) was noticed after it was implanted. The surgeon attempted to polish both anterior and posterior sides of the lens without any success. The lens remains implanted in patient's eye, as surgeon believed it would not impact the patient's vision.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo was provided of a single-piece natural lens in the eye. What appears to be a small crack is observed just off center. This does not appear to be foreign material. The manufacturer internal reference number is: (B)(4).